Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a leakage on a bd discardit¿ ii syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with the affected samples. A leakage through the plunger rod was observed in this provided samples. After that we could determine damage in the plunger rod by the evaluation of the plunger with magnification. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2023 (january 20th, 2018). Investigation conclusion: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.